Event description:
During follow-up, post-paced t-wave oversensing was found due to non-sustained oversensing episodes. Reprogramming was preformed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was found due to non-sustained oversensing episodes. Reprogramming was suggested and patient is being monitored.